Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a homechoice cassette; further described as ¿there seems to be fluid coming from the bottom of the door¿. The patient was connected at the time of the event. This was observed during use of the device for peritoneal dialysis therapy. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.